Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.6 inr and the result from a laboratory using an acl top 500 analyzer was 2.4 inr. The therapeutic range was 2.0-3.0 inr.